Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consume regarding a patient receiving morphine via an implantable infusion pump. It was reported that the 1st time the pump was refilled the healthcare provider put all the medication into the patient's body instead of in the pump. It was noted that the hcp claimed that the pump was not functioning. The patient was overdose and has not had any medication in the pump since then.